Event description:
Customer reported to beckman coulter, inc. (Bec) that the white blood cell (wbc) bath of the coulter ac*t diff analyzer was not draining properly and overflowed. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support instructed the customer to flush the drain line on the wbc bath with bleach solution and verify proper operation and quality control. To date, customer has not reported any further wbc bath draining issues.

Manufacturer narrative:
(B)(4).